Event description:
After an implantation duration of 48 months it was reported that this lead was extracted due to a defect. Prior to that reportedly an ablation procedure was performed.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the course of the visual inspection of the lead body, multiple signs of abrasion were found. Especially in the distal region, close to the shock coil, the insulation was damaged due to fraying. This damage is with high probability the cause of the clinical complaint. The observed damage manifestation speaks for strong mechanical stress of the lead. Reasons for an increased stress level of the lead in the implanted state are hard to determine without x-ray images, diagnostic images of other kinds, and further information on the patient. Possible influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, and increased physical activity of the patient, especially involving the upper body. In addition, damages were detected at the lead that were probably caused during the extraction process. This includes deformations of the shock coil and cuts into the insulation body. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.